Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the clinic for a normal device check-up, high threshold was observed. The cause of the threshold issue was suspected to be from a lead dislodgement after the patient had a car accident. The lead was extracted and replaced. The patient tolerated the procedure well and will be followed normally.